Manufacturer narrative:
Conclusion: from the damage noted on the pump it appears the pump was exposed to some type of severe shock that caused damage and moisture ingress. This is not a manufacturing issue. Medtronic will continue to monitor this product for similar events. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that during use of the cbbp50 pediatric centrifugal pump, the customer reported the patient developed hemolysis after 3 hours on extra corporeal membrane oxygenation. The customer stated that they thought there was a problem with the pump. There was no replacement of the device. There was no patient adverse effect as a result of the reported event. This device was part of a custom tubing pack. Model number: cb1q91r6, lot number: 217436933.

Manufacturer narrative:
Product analysis: visual inspection shows evidence of fluid ingress inside the impeller. Additional visual inspection shows evidence of damage/crack on the qb-outlet port performance analysis: pressure integrity tests, shows no external leaks when tested at 20 psig for 2 min, or internal leaks when tested at -15 mm/hg for 2 minutes. The pump was run on a bio console from 0-3500 rpm¿s, a noise level of less than 65 db was recorded, specification is less than 65 db. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during use of the pediatric centrifugal pump the customer reported the patient developed hemolysis after 3 hours on extra corporeal membrane oxygenation. The customer stated that they thought there was a problem with the pump. There was no replacement of the device. There was no patient adverse effect.